Manufacturer narrative:
An investigation has been performed and the following has been observed: case review: original evar was performed (B)(6) 2015. Final angiography revealed blood flow into the right renal artery at completion of the procedure a evidenced by the physician and sales representative. On (B)(6) 2015, during the post-operative CT, it revealed that the stent graft was covering the right renal artery and as a result, the artery was occluded. The physician believes the stent migrated after the procedure which caused the occlusion. In this case, the patient had a highly angulated neck of 111° (off label >90°). There is sufficient information contained within lombard medical's instructions for use regarding placement and positioning of the fishmouth within the proximal neck to ensure renal arteries do not become occluded; and particularly in highly angled necks. Review of scans this patient had a pre-op CT performed on (B)(6) 2015. The CT shows an aneurysm of 47mm in diameter, with marked angulation of the aorta both supra-renally and infra-renally. The supra-renal angle was measured at 79° and the infra-renal angle was measured at 116°, 26° higher than the IFU maximum recommended angle of 90°. Unusually, in this patient, an imaging plane inclined 20° in the caudal direction shows the renal arteriescresting' at the margins of the aorta. It would be more usual for these branches to lie in a cranially inclined plane. No intra-operative notes are available, but it is known that an angiopgraphic catheter was placed into the left renal artery from the right brachial artery in order to preserve access to that vessel before ballooning. After deployment, apparently both renal arteries were patent. A post-op image made 4 days after the index procedure on the (B)(6) 2015 shows significant rotational misalignment of the fishmouth of the implant around the renal arteries, occluding the right renal artery and impinging on the left renal. The fishmouth appears to have been orientated in an imaging plane of about 30° cranial; this angle of plane is typically needed when implanting aorfix in the majority of highly angle aortic necks. Conclusion of the case review: the troughs of the fishmouth appear to have been placed at the correct axial position along the aorta to fit around the renal arteries successfully. However, the orientation of the fishmouth is rotated approximately 50° from that needed to fit successfully around the renal arteries. It is possible that, during planning, a caudal angle of 20° or 30° was measured, but during intervention it was interpreted as the much more common cranial angle of 20° or 30°. It is also possible that the morphology of the extensively tortuous aortic neck was changed substantially by the introduction of the delivery system, although a morphology change that involved rotation of the artery has not been seen with aorfix before. With either hypothesis, it is likely that the stent graft was covering enough of the renal ostea at the time of the control angiogram to allow blood to flow into both renal arteries, but that over the following hours, flow reduced leading to eventual occlusion of the right renal artery. The intra-operative comment implies that the radiological catheter placed from the brachial route may only have been inserted after deployment of the implant. In cases of severe neck angulation, particularly when the morphology of the neck is anticipated to change severely during implantation, it may be beneficial to place a brachial wire or catheter prior to deployment of the stent graft. Lombard medica'ls instructions for use states to ensure that the fishmouth is correctly orientated with respect to the renal arteries to avoid their inadvertent occlusion. Correctly identify the orientation of the fishmouth through the sheath of the graft before introduction into the patient. It also states to manipulate the delivery device, so the proximal end of the stent graft is aligned with the renal arteries. Place the trough of the fishmouth just inferior to the distal margin of the distal renal artery. Ensure that the fishmouth will not occlude any part of the renal arteries when fully deployed. Update as of 18 nov 2015, it has been reported that the physician does not intend to re-intervene at this time. The patients' condition however, is serious due to high levels of creatinine (1.3 mg/dl), which is a symptom of reduction in kidney health/function. There is no information to suggest malfunction of the implant. The DHR review and video reviews are acceptable, and therefore confirm that all inspection and manufacturing activities met specifications. IFU review implant procedure states: · renal complications may occur: - from an excess use of contrast agents - as a result of embolic shower - from misplaced stent graft · ensure that the fishmouth is correctly orientated with respect to the renal arteries to avoid their inadvertent occlusion. Correctly identify the orientation of the fishmouth through the sheath of the graft before introduction into the patient. · use magnification when visualising the renal landing zone to improve accuracy of placement. · take extra care in angulated necks not to displace the implant when withdrawing the delivery device. Potential adverse events related to the procedure or implant malfunction include, but are not limited to: · loss of stent graft function arising from, for example, improper component placement or deployment, component migration, occlusion, infection, loss of integrity requiring surgical revision, perforation and endoleak · renal complications, for example, acute and chronic renal failure, renal microembolism, renal insufficiency, renal artery occlusion, contrast toxicity; warnings and precautions states: . The long-term performance of this implant has not been established. All patients treated with this device must undergo periodic imaging to evaluate stent graft integrity and position, aneurysm size, and potential endoleaks and/or, occlusion of vessels in the treatment area. Significant aneurysm enlargement, a persistent endoleak, the appearance of a new endoleak, device migration, reduced blood flow through the graft, and/or decrease in renal function due to renal artery occlusion should prompt further investigation into the need for further patient treatment, including additional intervention or surgical conversion. Additional patient imaging follow-up should be considered for patients with devices that have effectiveness issues.' Patient and device selection states: inappropriate patient or device selection may result in poor device performance. Patients should be assessed for suitability by the prescribing physician who should take into account their knowledge of aaa surgery and endovascular aneurysm repair (evar). Risk analysis: this event falls outside of lombard medical's risk analysis which makes the assumption that the patient is selected in accordance to the indications and contraindications for use. In this case, the proximal neck of this patient's aneurysm was highly angulated (>90°) and therefore falls outside of lombard medicals indications for use. Lombard medicals hazards risk analysis has been reviewed and renal occlusion is listed in lombard medical hazard analysis section c.1. No further update is required. The current event rate for renal occlusion is within clinical expectations. Conclusions: the risk / benefit remains acceptable however lombard medical will continue to track and trend in accordance with quality system procedures. Lombard medical now intends to close this complaint file.

Manufacturer narrative:
DHR review: a full review of the device history record for this device has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no information to suggest that the device has not met the final release criteria. Video review: additionally review of an in process video taken after loading of the main body device was reviewed. This video acts as a record that the device meets the inspection requirements for a loaded implant. This video confirmed that the device was packed into the delivery systems in accordance to company work instruction 211, inspection of packed sg-hbb and sg-hpe devices. This event is under investigation by the manufacturer and a final MDR shall be filed upon its conclusion.

Event description:
The original procedure was performed on the (B)(6) 2015. The patient underwent abdominal evar by the left approach. The physician placed the fishmouth trough just below the right renal artery. Because he was afraid that the stent graft might cover the lower left renal artery, he removed the delivery system and touched-up by ballooning under the condition of inserting an angiographic catheter from the right brachial artery. Both the right and left renal arteries images were revealed at the final angiography. The procedure was finished. On the (B)(6) 2015, the post-operative CT revealed that the stent graft was covering the right renal artery and as a result, it was occluded. Patient's condition: renal function deterioration, creatinine level 1.3 mg/dl. The patient will be followed up as per standard procedures.